Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
An ophthalmic surgeon reported that the bevel was attached to the handle upside down. This was noted prior to surgery. The case was initiated and completed using an alternate blade. There was no patient involvement.

Manufacturer narrative:
One opened knife was received seated correctly in a tray for the report of bevel upside down. Nicks were observed in the tray the sample was received in. The returned sample was visually inspected and was found to be nonconforming with the bevel in the incorrect orientation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel orientation is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the blade was then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during the bending process. (B)(4).